Manufacturer narrative:
Device evaluation: lens was returned in liquid in the lens vial. Visual inspection found pieces of the haptic missing. Patient code (B)(4): no code available (secondary surgery, lens explant). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -14.5 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to the patient complaining of extreme glare. No additional details are known at this time.

Manufacturer narrative:
Additional symptom of halos reported. Reportedly, symptoms began on (B)(6) 2017 and became worse at night. The symptoms were resolved with the lens explant. (B)(4).